Event description:
As reported, after the doctor shuttles down the handle to deploy the sealant of a 5f mynxgrip vascular closure device (vcd), they can¿t retrieve the sheath back to advance the white advancer straw. There was no reported patient injury. The complaint device was discarded, but two sterile devices will be sent for evaluation to determine why the devices are failing after the sealant is deployed. 8 units were discarded before the issue was reported. There is a video showing the failure which occurred which was provided and reviewed.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A medical review of a procedural film was completed. As reported, after the doctor shuttles down the handle to deploy the sealant of a 5f mynxgrip vascular closure device (vcd), they can¿t retrieve the sheath back to advance the white advancer straw. There was no reported patient injury. 8 units were discarded before the issue was reported. Additionally, cordis received a 1 minute and 37 seconds live video of a physician demonstrating how to do a mynx closure for a colleague who was not present. Location of the access site could not be determined. The physician inserted the 5f mynxgrip vascular closure device (vcd) into the unknown procedural sheath up to the white shaft marker. He lifted the handle of the device before an off-camera individual inflated the balloon and closed the stopcock with the inflation indicator extended. The physician demonstrates how to pull back the device, stating the first pull back is against the sheath, then a second pull back all the way up with the balloon at the origin of the artery. He states that you always hold the device in the same angle in which it went in. Then, he opens the stopcock of the procedural sheath to see if there is any bleeding from the extension tubing, and bleeding was not noted. However, it appears that the stopcock of the sheath was re-closed after checking for temporary hemostasis. While holding the device at an angle, he grips the gray part of the shuttle and advances it down into the sheath until it clicks with no signs of resistance. The shuttle remains in this position for approximately 7 seconds before the physician attempts to retract the sheath. When the physician tries to retract the sheath, he appears to be experiencing resistance as the sheath is not moving along the mynxgrip device. He then attempts to advance the shuttle more, but the shuttle does not appear to move either as it is likely at the definitive stop. He attempts to pull back on the sheath again without success. He repeats the shuttle advancement and attempts to pull the sheath back a bit harder with no retraction of the sheath noted. The 5f mynxgrip vascular closure device involved in the reported complaint was discarded, but two sterile devices from the same lot were returned for evaluation to determine why the devices are failing after the sealant is deployed. In addition, the devices were returned in their original sealed package; however, not in a controlled-temperature condition. The samples were visually inspected for anomalies/damages, and there were no anomalies/damages observed with the returned devices. Functional testing was performed on the received devices per the mynxgrip instructions for use (IFU). The balloons of the returned devices were inflated, and pressure was maintained. The shuttle down procedure was simulated, and the advancer tube was observed to properly engage to the proximal tamp lock. The returned devices performed as intended per the mynxgrip IFU and are deemed to meet specifications. The product history record (phr) review of lot f2227102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant device deployment jam¿ was confirmed through review of the procedural video provided for this complaint. However, the event was not confirmed through analysis of the two sterile devices received for investigation. The exact cause of the failure experienced by the customer could not be conclusively determined. However, based on the limited information available for review, the analyses of the sterile products, and the procedural video, it is likely that user error may have contributed to device deployment jam reported as evidenced by the user appearing to close the stopcock after checking for temporary hemostasis. Additionally, there were no damages or anomalies noted to the returned sterile devices and they passed functional analysis despite not being returned in a temperature-controlled environment. However, it is unknown if there were any device factors that may have contributed to the reported event as the complaint device was not returned for investigation. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath. As the shuttle is advanced, blood can be trapped inside the sheath and cause the sealant to hydrate prematurely, resulting in a device deployment jam. Neither the phr review, the procedural films review, nor the product analyses of the sterile products suggest that the reported failure is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after the doctor shuttles down the handle to deploy the sealant of a 5f mynxgrip vascular closure device (vcd), they can¿t retrieve the sheath back to advance the white advancer straw. There was no reported patient injury. The complaint device was discarded, but two sterile devices will be sent for evaluation to determine why the devices are failing after the sealant is deployed. 8 units were discarded before the issue was reported. There is a video showing the failure which occurred which was provided and reviewed.

Manufacturer narrative:
As reported, after the doctor shuttles down the handle to deploy the sealant of a 5f mynxgrip vascular closure device (vcd), they can¿t retrieve the sheath back to advance the white advancer straw. There was no reported patient injury. 8 units were discarded before the issue was reported. The 5f mynxgrip vascular closure device involved in the reported complaint was discarded, but two sterile devices from the same lot were returned inside a clear plastic bag for evaluation to determine why the devices are failing after the sealant is deployed. In addition, the devices were returned in their original sealed package; however, not in a controlled-temperature condition. The samples were visually inspected for anomalies/damages, and there were no anomalies/damages observed with the returned devices. Functional testing was performed on the received devices per the mynxgrip instructions for use (IFU). The balloons of the returned devices were inflated, and pressure was maintained. The shuttle down procedure was simulated, and the advancer tube was observed to properly engage to the proximal tamp lock. The returned devices performed as intended per the mynxgrip IFU and are deemed to meet specifications. The product history record (phr) review of lot f2227102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ could not be confirmed as the device was not returned for analysis. Additionally, there were no issues noted to the two sterile devices received for investigation. The cause of the failure experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported, especially since there were no issues noted with the sterile devices received. However, it could be attributed to the hydrogel pre-swelling or damages in the procedural sheath. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analyses of the sterile products suggest that the reported failure is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2227102 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.